Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy due to pelvic organ prolapsed, stress urinary incontinence and cystocele.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the pt underwent a gynecological procedure on (B)(6) 2011 and mesh were implanted into the pt. It is reported that the pt experienced pain, erosion of internal tissues and has undergone add'l surgeries and revisionary procedures. No add'l info is provided at this time.